Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose and loud rewind. The blood glucose value at time of incident was 598 mg/dl. The customer also had multiple motor error and no delivery alarm. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. Customer was treated with manual injection. The device was not expected to be returned for analysis.